Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 02-oct-2027, UDI#: (B)(4), product ID: 977a290, serial/lot #: (B)(6), ubd: 09-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported, that starting sometime in september 2024. The patient (pt) noticed, they could not charge the implanted neurostimulator (ins). And hadn't charged the ins for over a month. It was determined, that the ins had been loose and tilted and flipped under the skin, affecting the ability to recharge the ins. On (B)(6) 2024, the ins pocket was revised. They found, that the ins was tilted on its side and there was evidence that the ins had been flipping, because the leads were tangled. The physician made the pocket tighter and sutured down the ins. The rep called the pt on october 10, 2024 and the pt confirmed, they did charge the ins. And it was much easier. Issue resolved. No symptoms reported.